Event description:
It was reported that during a follow up in clinic, dislodgement of the right atrial (ra) lead was noted. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix was able to be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. Visual and x-ray inspection of the lead did not find any anomalies except for procedural damage.

Event description:
Additional information was received indicating inadequate measurements were noted on the right atrial (ra) lead. X-ray imaging was performed and dislodgement of the ra lead was observed.